Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. This report is being filed on an international product, model number 72114-01, which has a similar product distributed in the u.s., model number 71992-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the adc device. The customer reported an unspecified high sensor reading while experiencing symptoms of confusion and subsequent loss of consciousness. The customer was provided unspecified treatment from non-healthcare professional, and then treated with glucose via IV by healthcare professional at hospital. A laboratory glucose test result of 146 mg/dl was reported. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a high reading issue with the adc device. The customer reported an unspecified high sensor reading while experiencing symptoms of confusion and subsequent loss of consciousness. The customer was provided unspecified treatment from non-healthcare professional, and then treated with glucose via IV by healthcare professional at hospital. A laboratory glucose test result of 146 mg/dl was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the adc device. The customer reported an unspecified high sensor reading while experiencing symptoms of confusion and subsequent loss of consciousness. The customer was provided unspecified treatment from non-healthcare professional, and then treated with glucose via IV by healthcare professional at hospital. A laboratory glucose test result of 146 mg/dl was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Observed watermark at the base of the tail. Data was successfully extracted from the returned sensor using approve software. . The sensor was found to be in sensor state 8, observed sensor signal low error message along with a drop in glucose values. The sensor was de-cased and visual inspection has been performed. No issue were observed. This issue is not confirmed to early sensor removal. All pertinent information available to abbott diabetes care has been submitted.